Event description:
Caller states that, she cut her finger with a coaguchek s control vial. Caller states that, she did not wrap gauze around the vial as stated in labeling. The cut was treated with soapy water and a band aid. No medical treatment sought.